Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical record were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime later post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. B3, b5, d1, d4 (medical device lot #, unique identifier (UDI) #), g2, g3, h6 (patient, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2019, a port was implanted via the right internal jugular vein for IV hydration. Approximately, one year, five months and eighteen days later port placement, on (B)(6) 2020, blood culture was performed and klebsiella pneumoniae bacteremia and neutrophilic leukocytosis were identified. Additionally, sepsis was diagnosed and the patient had suffered symptoms consistent with early septic shock. Subsequently, the port was removed due to infection on (B)(6) 2020. However, the current status of the patient remains unknown.

Event description:
It was reported through the litigation process that, on (B)(6) 2019, a port was implanted via the right internal jugular vein for IV hydration. Approximately, one year, five months and eighteen days later port placement, on (B)(6) 2020, blood culture was performed and klebsiella pneumoniae bacteremia and neutrophilic leukocytosis were identified. Additionally, sepsis was diagnosed and the patient had suffered symptoms consistent with early septic shock. Subsequently, the port was removed due to infection on (B)(6) 2020. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. Medical record alleges that a medical record review was performed four years later. Based on the review, the patient underwent implantation of a power port 8fr clearvue implantable port via the right internal jugular vein for IV hydration, with proper placement confirmed by ultrasound and fluoroscopy and no immediate complications. One week later, the patient developed severe hyperglycemia, weakness, syncope, and rigors and presented to the emergency department, where the patient was found to be hypotensive with neutrophilic leukocytosis, and blood cultures confirmed klebsiella pneumoniae bacteremia, with the clinical course documented as sepsis. The patient was treated with ceftriaxone, stress dose hydrocortisone, and midodrine, and experienced recurrent episodes of stiff person syndrome requiring IV ativan. Two days later, imaging showed small pleural effusions and fluid collections consistent with sepsis. Due to concern for infection, the port was subsequently removed without complication, with the device and catheter removed intact and the incision closed. Therefore, it can be confirmed that the patient had experienced bacteremia, pneumonia, septic shock and sepsis. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.